Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an issue with the speaker during preventative maintenance testing in the biomedical service area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported issue with the speaker which was were reproduced as there was no audio found at device power up caused by a failed speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.